Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to its location. As a result, the patient's original ipg was relocated. Surgical intervention resolved the patient's issue.